Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the results of the readings were plotted on a parkes error grid and fell into the "a" zone showing the difference in values was not clinically significant.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
A customer reported that on (B)(6) 2010, he received within ten minutes the following readings on his freestyle freedom lite blood glucose meter: 258 mg/dl and 228 mg/dl. The customer additionally reported that due the readings which he described as "not acccurate", he self-administered "too much insulin" and then felt shaky. The customer also reported he passed out, could not get up and yelled for help. No third-party medical intervention was required and no diabetes medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.